Event description:
Boston scientific crm received information that this lead dislodged 18 days post implant. This lead was explanted and a new lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Dried body fluid was noted through out the lead lumen. The conductor coils were stretched 785, 790 mm from the terminal pin and deformed 285, 288 and 557, 559 mm from the terminal pin. The damage to the lead was likely due to the use of a grabbing tool.

Event description:
--

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.